Event description:
I had blue light therapy on my face, the medical assitant prepped my face with acetone aggressively and it forced me to inhale the fumes (I have reactive asthma) and then applied some clear goop on my face and ears. I was under the blue light hood for 16 minutes. That night I woke up at 3:45am with heavy chest pain and shortness of breath so bad I could not walk more that two steps at a time. I thought I was having a heart attack. It felt like an elephant on my chest. A friend took me to a community ER (emergency room) and I had blood test drawn and a chest xray. I was transferred to a regional medical center and was directly admitted to a telemetry bed. I had a pet (positron emission tomography) cardiac CT (computed tomography), an echocardiogram, pulmonary angio CT, and then a cardiac cath. No stents, troponin negative. Positive for calcium plaques. Next day I email the dermatologist and he confirmed this is a rare side effect of the blue light therapy. No one told me about any side effects other than the skin peeling. I could have died. Since I am an rn (registered nurse) I did not ignore any of these symptoms and acted fast. I woke up at 0345 and was in the ER by 0415. Death's doorstep was not far away. Blue light therapy was presented to me as a simple easy way to remove precancerous skin cells. It nearly killed me. The acetone used to prep the skin is toxic. Breathing the fumes made me gag and it seemed to leave me vulnerable to have my lungs and pericardium burned.